Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no hearing sensation. Reimplantation is being considered.

Event description:
The user has no hearing sensation. Re-implantation is being considered.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However, to determine an exact root cause of failure a device investigation of the explanted device would be necessary. Re-implantation is considered, but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation of the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet.